Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the door to their 6000 series reliance endoscope drying and storage cabinet fell off while an employee was retrieving a scope. No report of injury.